Manufacturer narrative:
Device evaluation: a bivona mid-range aire-cuf adult tracheostomy tube from the same lot/batch identified was returned and visual inspection identified that the inflation valve was positioned deep into the airway balloon. The opening of the inflation balloon was magnified, revealing no tears or cuts that would prevent the inflation valve from seating properly into the balloon. In addition, no manufacturing defects were identified with the inflation balloon. Cuff inflation and air leak tests were performed on the device. Air could be removed from the device without any problems and the cuffs remained inflated without issues. Cuffs were also inflated and deflated eight additional times to ensure the inflation valve remained in place. Based on the investigation and testing, it was determined the device was manufactured to specification and no leak was confirmed. However, it was noted that user interface may have caused the condition with the valve, that likely a twisting motion or excessive force was applied to the inflation valve when attaching the syringe, which would cause the valve to advance down into the balloon.

Event description:
Information was received that the white valve from the pilot balloon of a smiths medical bivona mid-range aire-cuf adult tracheostomy tube "went in and never came back out. Therefore the patient leaked". Subsequently, an emergent tracheostomy tube change out was performed. No adverse patient effects were reported.